Event description:
Faulty unit connection openings defective. Unit shorts out, telephone does not stay put in openings, falls out. Can cause electrocution. Should be recalled and taken off the market. Lms stim plus unit connections faulty and dangerous. Telephone cord and pin falls out of unit. Can cause serious damage to pacemakers. Can cause serious problems in person with heart problems. Lms stim plus refuses to send pt brand new unit in a-1 working condition.

Event description:
Unit malfunctions by shorting out. User can see that the cylinder is off center and doesn't accomodate the pin on the wire. Has called distributor and they will send user a replacement device.